Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he receive an infusion flow block alarm and hyperglycemia episode. Infusion flow block because of infusion set tube detachment. Blood glucose before event was 300 mg/dl. Infusion set was placed in the abdomen. Hyperglycemia is treated with pump. No further information was available.